Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. The logs show that the system was being shut down or image acquisition system (ias) was left unplugged for long causing it to shut down. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system was brought in to perform a imaging spin but a end task error was received. It was reported that the site would leave the imaging system outside of the room and then bring the image acquisition system (ias) and start to booting it. After booting the image acquisition system (ias), the mobile view station (mvs) would be brought in and begin the boot. Once both have power, the site would connect the umbilical cable to initiate the communication. After the communication was initiated the issue occurred. Rebooting the system twice did not resolve the issue. On third reboot, the issue resolved and the error cleared. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.